Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 6 on the home choice (hc). The technical service representative (tsr) explained the alarms and instructed the caregiver (cg) to cycle the power twice to clear them. The tsr then explained that the home patient (hp) would need to start over with new supplies or finish manual. The hp wanted to finish manually. The tsr was unable to find the cause of the alarm, so the cg stated that she would save the cassette for pick up as a sample. The tsr advised the cg to call the peritoneal dialysis nurse (pdn) in the next 24 hours and let her know about the alarm and missed therapy. Product surveillance (ps) contacted the hp on (B)(6) 2012 regarding the system error 2240 alarm. Per the hp, he did not disconnect during therapy and did not see anything at the time of the alarm that may have caused it. The hp stated he finished with manuals that night and resumed therapy the following day on the cycler without problems. The hp stated he followed up with the peritoneal dialysis nurse (pdn) regarding the alarm and missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available and requested for investigation. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set). Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. No packaging or batch number received therefore no batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required.